Manufacturer narrative:
Additional information (20-nov-2024): siemens healthcare diagnostics technical operations concluded the investigation of the event. Technical operations evaluated the information provided by the customer and the available instrument data. Quality control (qc) was within the customer¿s acceptable ranges. The atellica ch integrated multisensor (imt) diluent bottle used by the customer was found to have an improper imt sample dilution due to an insufficient amount of fluid. The customer resolved the issue by replacing the imt diluent bottle with one with a sufficient fluid level. The customer stated the issue was resolved and no other discordant results were reported. The customer is operational. The device is performing within specifications. A potential product issue was not identified. No further evaluation is required. Sections b5 and b6 have been updated to provide additional patient data. Section h6 has been updated to reflect the investigation. Initial MDR 2432235-2024-00290 was filed on 07-nov-2024.

Event description:
The customer reported erroneously elevated sodium (na) results on nine (9) patients were obtained on an atellica ch 930 analyzer. The erroneously elevated results were not reported to the physician(s). The same samples were reprocessed on alternate atellica ch 930 analyzers. The lower results obtained were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated sodium (na) results.

Manufacturer narrative:
An outside united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding erroneously elevated sodium (na) results on two (2) patients obtained on an atellica ch 930 analyzer. Siemens is investigating the event.

Event description:
The customer reported erroneously elevated sodium (na) results on two (2) patients were obtained on an atellica ch 930 analyzer. The erroneously elevated results were not reported to the physician(s). The same samples were reprocessed on an alternate atellica ch 930 analyzer. The lower results obtained were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated sodium (na) results.